Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a registered nurse from the USA of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 therapy. On an unreported date, the patient began treatment with dianeal therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. That same day, on an unreported date, the patient began remedial therapy with vancomycin 2mg orally. The cause of the peritonitis was a break in aseptic technique.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient. The root cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent. The product code is unknown, a 510k number are unknown.